Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the product looked different. The patient had an idiopathic scoliosis. After the determination of the rod contour, the surgeon opened two packages of rod, 6.0 mm and 300 mm. The surgeon adjusted the rod length using a rod cutter. Then, the surgeon opened the second package and this rod looked like it had a different color from the first rod and also felt harder. Their cutting residues showed the same lot number, however they looked quite different. The surgeon opened another rod package, 6.0 mm and 500 mm, which looked blue in color and the cutting feeling was good, so he used this rod and finished the operation without any problem. Product was received and sent for investigation. No further information was provided and no additional information about the event is available at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The visual inspection of the returned device by the product manager revealed the 2 rods had the same etching and different anodized colors. (Blue and gold).the manufacturing investigation performed a review of the manufacturing documents and on complaint related issues were found. Lot 1522411 has been manufactured according to drawing 04_622_352_susa index b which requires light green color. Lot 7864970 has been manufactured according to drawing 04_622_352_susa index c which requires aqua color. The performed investigation could not detect any material fault